Event description:
It was reported that the metal rod broke in the socket of the screw. The surgeon removed it with a standard screwdriver and changed the screw. There were no consequences to the patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The screwdriver was analyzed for conformance to print specifications and the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings, we conclude that the cause of failure is not due to any manufacturing nonconformances. As there are no details provided, we can only assume that too much lateral stress during the screw extraction caused this breakage. This complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.